Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that all of the insulin poured out of the insulin pump. The customer reported that the leak was on the reservoir itself. The customer reported that they received several alarms including motor error alarms. The customer's blood glucose was 381 mg/dl at the time of incident. The customer stated that they discarded the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir; inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connected reservoir; did not leak.